Manufacturer narrative:
Based on the claim against the product by the customer noting that the mega suture cut needle driver instrument had an unspecified malfunction, an investigation is in progress to determine the cause of this reported event. The mega suture cut needle driver was analyzed and the complaint regarding the instrument not working was confirmed by failure analysis. Failure analysis found the primary failure of failed cut test to be related to the customer reported complaint. The instrument was placed on an in-house system, and cut test was performed. The scissors did not cut cleanly through the ¿0-silk¿ suture. The suture got smashed between the blades and required multiple attempts to cut completely through. The blades were not damaged and is commonly attributed to a wearing out/dulling of the instrument blade. While no damage to the blades was observed, the instrument failed a cut test during functional testing and/or the log review confirmed a failed cut. Wearing out/dulling of the instrument blade may be exacerbated by use-related factors such as excessive energy usage. This complaint is being classified as a reportable event due to the following conclusion: the mega suture cut needle driver was last used during a procedure where there was a surgical delay of 31 minutes or more, with a total operative time greater than 181 minutes.

Event description:
It was reported that the mega suture cut needle driver instrument was not working properly. The exact malfunction was not specified. There were no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.